Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The post-primary radiograph clearly shows dislocation of the joint. Although the position of the acetabular shell in the post-primary x-ray could not be determined accurately because its lateral edge is covered by the dislocated femoral head, the inclination angle was estimated to be approximately 56°. The g7 acetabular system surgical technique recommends the shell to be placed at approximately 40° of inclination and 20° of anteversion. It is likely that the high inclination angle of the acetabular shell after the primary surgery has contributed to the reported dislocations. The femoral head was revised on (B)(6) 2019. During that surgery, the acetabular ''cup [was] retained but position [was] changed [and the] same acetabular line [was] used''. The inclination angle of the acetabular shell after revision surgery was 45.6°, which is closer to the recommended positioning. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
I was reported by the hospital that a patient underwent left primary tha. Subsequently, the patient dislocated their hip and a closed reduction was performed. A second dislocation occurred that required further intervention to correct, with exchange of head and re-position of cup.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
I was reported by the hospital that a patient underwent left primary tha. Subsequently, the patient dislocated their hip and a closed reduction was performed. A second dislocation occurred that required further intervention to correct, with exchange of head and re-position of cup.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: biolox delta cer lnr 28mm b catalog #: 110003625 lot #: 3396340, medical product: g7 bonemaster ltd acet shl 46b catalog #: 010000700 lot #: 6401724, medical product: tprlc 133 mp type1 pps so 4.0 catalog #: 51-108040 lot #: 3608395. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
I was reported by the hospital that a patient underwent left primary tha. Subsequently, the patient dislocated their hip and a closed reduction was performed. A second dislocation occurred that required further intervention to correct, with exchange of head and re-position of cup.